Event description:
The customer stopped on a steep incline and leaned back in their seat to look up at their pear tree in search of fruit. Unit tipped backwards, landing on pt. Pt did not seek medical treatment unit 1 seek after incident.